Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported trauma was applied to the patient's ipg when they fell. The following day the patient lost stimulation. Soon after, the patient's charging system and programmer were no longer able to communicate with their ipg. A company representative met with the patient and deemed their ipg inoperable. As a result, the patient will undergo surgical intervention.